Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. Specific blood glucose levels were not provided. Patient resides in the united kingdom and the incident occurred while on vacation in turkey. Patient reported due to the sensor not connecting, patient believes this led the patient to experience dka but was not sure if it was due to communication and/or adhesive issues. Symptoms reported include muscular pain in shoulders, high heart rate, thirst and vomiting. Patient was also feeling hot and cold. Patient was treated with insulin and saline drip, vitamins and an MRI scan was taken. Patient was released after 2 day. The pod was discarded.

Manufacturer narrative:
According to the complainant, the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.